Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm during testing. No moisture damage on electronics assembly noted. Device had cracked battery tube thread, cracked reservoir tube lip, cracked reservoir tube and stained end cap sticker.

Event description:
The customer reported via phone call that he went to the beach and reconnected the insulin pump and put it into his wet bathing suit and then it alarmed button error. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.